Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl and 355 mg/dl. Customer had three sets that had high blood glucose during the night and when she removed them and the cannula was bent. Customer declined troubleshooting for the high blood glucose. The insulin pump will be returned for analysis.